Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, the faulty cable was confirmed. It was, therefore, determined that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to a faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the hd camera head had a noisy image. The issue was found during maintenance. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the image had noise due to a faulty cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.